Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 411 mg/dl and insulin pump alarmed compromised force sensor system. The customer was treated high with blousing. Customer's blood glucose value was 411 mg/dl at time of incident. Customer's current blood glucose value was 286 mg/dl. The customer stated that the drive support cap was sticking out. The product was returned for analysis.